Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has vent inop, motor fault, "low pip (peak inspiratory pressure)", low ve (minute ventilation),"transducer fault" ,high rate,and "high pip (peak inspiratory pressure)" alarm. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.